Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "I received a total right hip replacement in 2006 and started experiencing excruciating pain in the hip around 2007. I contacted the surgeon and he suggested that I get injections to the hip. I had a number of injections for couple of years and none of them work. Then on 2009, another surgery was performed by the same surgeon to try to alleviate the pain. Unfortunately for me that did not help either. So on 2011, I decided to get a second opinion and it was discovered that the right hip was longer then the left hip. The dr which I saw gave me some stretching exercises for the right hip and suggested that I wear a gel heel lift for six weeks. I did as he prescribed along with the exercise. I had tried to get a second opinion with original surgeon but he would not honor my request. He stated that his colleagues would find nothing wrong and it would be a waste of time. My pain level has decreased somewhat and I still wear the lift, a new one which I order online from (?). This site was given to me by the new surgeon."